Event description:
Plaintiff alleges suffering from a type I latex allergy and consequently developed a life threatening immediate hypersensitivity to latex as a result of her exposure to the latex gloves. She alleges suffering from pain and suffering, expenses for medical care and treatment and suffer wage loss of earning capacity. Plaintiff's husband, alleges loss of consortium of his wife.